Manufacturer narrative:
Additional information received on november 5, 2021 stated that the patient reported the incident to FDA through mw5104425. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con unknown grade. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with a mentor memorygel. 450cc silicone breast implant experienced bilateral capsular contracture grade IV on the left side, an unknown grade on the right-side post procedure. The patient stated that she has significant capsular contracture on the left which severely deformed and is misshapen. She also had capsular contracture on the right side but is not as bad. The issue was noticed after her surgery on the left side which the capsule had fused to her pectoral muscle on the left, which was dislocating her muscle. The fibro cyst and calcification on her right side. As a result, patient underwent bilateral removal without replacements on (B)(6) 2021. This report relates to the right prosthesis.